Manufacturer narrative:
This device is used for treatment not diagnosis. One controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event was confirmed via visual inspection. Analysis of the device revealed that the device failed to meet specifications; the device failed visual inspection due to a loose connector and displaced o-ring gasket on power port 1 of the controller. An internal inspection of the controller did not reveal foreign material. A possible root cause of the loose connector may be attributed to a shift in the manufacturing process. The supplier has an open internal investigation to address loose connectors and displaced o-ring gaskets.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. A supplemental report will be submitted when the manufacturer's investigation has been completed.

Event description:
It was reported by a vad manager that the patient was seen for a routine clinic appointment. It was noted that the controller had a loose power port. The gasket keeping the port in the casing seems to have come out of place. No alarms noted but exchanged for preventative reasons. Patient did not drop, damage or use excessive force on unit. The controller was exchanged and the patient tolerated well.